Event description:
It was reported that during a da vinci-assisted component separation etep surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that a recoverable fault occurred on universal surgical manipulator (usm) 3, and there was a message of "insertion axis was not free to move" on the screen. Prior to calling, the customer had undocked usm 3, power cycled the system, and reinstalled the endoscope, but the message persisted; however, the errors did not reoccur. The system logs showed recoverable error 23098 pointing to distal set up joint (dsuj) 3 and recoverable error 23003 pointing to usm 3. The tse asked the customer if any drape material was getting caught under the instrument carriage while trying to insert the endoscope on usm 3, and the customer confirmed it was not. The customer reported that they did not encounter any issues when inserting the endoscope on another usm. The customer then replaced the drape, but the issue was not resolved. The customer also reported that there was resistance when trying to move the usm 3 carriage along the insertion axis. The customer elected to move usm 3 out of the way and proceed using usms 1,2, and 4. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed via logs logging error 23003 & replicated in the house. The unit was tested on in-house system where it passed in normal mode. Unit was tested on pftp where it failed yaw direction test logging error 307. A golden hall sensor was installed and unit passed on retest. As root cause the insertion hall sensor will be replaced. The complaint was confirmed by failure analysis. The probable root cause is attributed to electrical defect of the usm.

Event description:
Refer to h11 for follow-up information.